Event description:
It was reported to resmed (B)(4) that an astral device restarted unexpectedly when the high pressure alarm was triggered. There was no pt injury reported as a result of this incident. MFR #: 3004604967-2015-00195.